Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective power supply. The investigation confirmed a network problem of the image acquisition system (ias) which was off-line due to a defective power supply. The bypass fluoro mode was active and this mode represents a specified mitigation measure for this malfunction. Although fluoroscopy is possible, no images can be saved. According to the log file, bypass fluoro mode was also used briefly by the customer before transferring the patient to another system. The power supply unit described above was replaced on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that only bypass fluoro was available and the ias was not reachable. A system restart was attempted, however, the system did not recover. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.